Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported that the pt was experiencing full body shocks when the stimulation was turned on. Attempt to communicate with a programmer produced the same experience for the pt. Follow-up indicated that the physician was planning to replace the complete scs system. No further info is available at this time.